Event description:
The customer reported that prior to use on a patient, the iabp generated an "autofill failure" alarms and failed to power up. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformities noted in the DHR related to the reported event. The company representative was unable to duplicate the reported problem of power failure. He observed "autofill failure" alarms in the fault log. The iabp was tested to factory specification. It functioned normally and was returned to the customer. We are following up with the customer for additional information including patient basic information, and iabp status. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).